Manufacturer narrative:
An evaluation is still in process. A final report will be submitted when the evaluation is complete. See also additional reports for the same data with different suspect medical device in use: manufacturers report number 1415939-2017-00022 for lot 68048m500 and manufacturers report number 1415939-2017-00027 for lot 70116m500.

Event description:
Additional information was provided on march 20, 2017. Five (5) additional prism analyzers were in use with the same likely causes (suspect medical device) sn (B)(4). Specific data was also provided: (B)(6). All the units were (B)(6) using western blot method.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated (B)(6) results on the prism analyzer. No specific initial and repeat data was provided for the following sid's: (B)(6) and 4 more samples with no sid provided. The customer observed samples that were repeat reactives on the duplicate retest on (B)(6), which did not confirm by an alternate method/supplemental test (test date (B)(6) 2017). There was no impact to patient management reported, however the 13 blood donors were deferred.